Manufacturer narrative:
Device used for treatment. Device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Placeholder.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. The investigation has revealed that the reamer head shows traces of corrosion. The visible traces can be removed. This is an accretion of contact corrosion. All materials of so-called stainless steel are conditionally resistant to rust. The rust resistant applies only if the material is stored dry and is free of contact with other metal objects. All metallic contacts in damp or wet condition produce electrolytic reactions with contact corrosion as a result. This is a normal wear and tear. No product fault could be detected.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the symream reamer heads have traces of corrosion on the devices. No further information is available. This is 3 of 6 reports for this event.